Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure, air insufflation was unsuccessful, the pressure in the insufflation device did not reach the set value, and the field of view was poor, but use vasoview hemopro 2 continued. The air supply setting was 10mmhg and 3l capacity, but in reality, only 3-4mmhg was displayed. Finally, the system was removed and branch treatment near the insertion site was performed under direct vision to complete the procedure. This occur during branch treatment after vasoview cannula insertion. The field of vision was not as good as usual, it was necessary to properly manage the air supply. There was no harm to the patient's health as a result of this incident, no delay in the procedure, and no additional procedures other than those described. There was no additional bleeding. No related adverse events were reported.